Event description:
It was reported that the patient was admitted to the hospital secondary to ventricular tachycardia. The device had attempted treatment but eventually the patient was cardioverted externally. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419478 lead, implanted: (B)(6) 2010; 407652 lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.